Event description:
It was reported that cartridge was difficult to load into pump and that there appeared to be a fit issue rather than a problem with load process. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up or to provide additional details, and technical support used report date as event date and closed case with no further actions taken.